Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. The cartridge and infusion set were changed. Blood glucose (bg) was 350 mg/dl and ketone level was ¿extra large¿. Customer went to the emergency room (ER). Insulin injection was administered and fluids were consumed. After 5 hours, customer left the ER in stable condition. Bg was 165 mg/dl. Customer reverted to using manual injections for insulin therapy.